Event description:
It was reported that the patient was complaining of a "vague woozy sensation." It was noted the atrial lead was not capturing at maximum outputs. The loss of atrioventricular synchrony when paced may be contributing to the patient's complaint. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.